Event description:
On 4/21/97, the MFR received a report from its distributor which states that they received a report on 4/18/97. The report states that the pt had a device refill under radiographic control and experienced symptoms of morphine overdose followed by sudden withdrawal symptoms. The device was empty when accessed at this time. The device was removed and replaced with another MFR's device on 2/28/97.